Event description:
It was reported that when an asymptomatic patient presenting in clinic for a device check, sensing anomalies were observed on v sense amp and v bipolar channels during a threshold test. It was speculated that the device loses the capture and the complexes are v sense events blanked by the vp event. Further testing was recommended. The patient will be followed normally. No further information is available at this time.